Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation- breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, linear opening, and yellow particles. A leak test was performed and found one opening. A microscopic analysis identified a linear smooth opening on the radius side in the same location of crease, assessed as fold flaw opening. A fill inspection was performed and identified no blockage in the valve. Also, observed were line of voids on the valve side, out specification(1cm) per (B)(4) (texture side), assessed as workmanship. Based on the device analysis the final assessment is a smooth crease opening due to fold flaw opening. Further investigation has been initiated.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Further investigation summary: training records of the personnel involved in the assembly of work order (B)(4) were reviewed and it was confirmed that they were trained in the applicable revision of (B)(4) (diaphragm valve/seat assembly) at the time of performing the activities related to those procedures. It was found that one employee was not trained in the applicable revision of (B)(4) (saline-implant assembly) at the time of performing the activities governed by that procedure, there is no product impact related to this event since the employee was under supervision of other employee who was already trained in the applicable revision of the documentation and the change to this procedure was not related to the assembly process.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.